Manufacturer narrative:
Visual examination of the returned device determined the access port tubing connector to be a taper ii. The reporter of the complaint was asked indicate the product serial number, date of event, and implant date. The information has not yet been received by inamed. Analysis of the device noted damage from a sharp instrument to the access port tubing connector in multiple locations. Leakage was noted from these cuts. There was no indication of wear related damage to the portion of the lap-band system returned. Performance tests indicate no leakage at the access port or access port tubing. Another breakage was noted in band tubing which appears to have been caused by a sharp instrument. This breakage may have been made to facilitate removal of the device, and may not be the cause of the leakage. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." "Care must be taken during band adjustment to avoid puncturing the tubing which connects the access port and band, as this will cause leakage and deflation of the inflatable section."

Event description:
"Defective port, catheter rupture".